Manufacturer narrative:
The physician did not believe that the incident was product related. Therefore, the reported incident was initially handled as an internal complaint. We were informed of the following adverse event via stereotaxis. The complaint was entered based on stereotaxis' complaint data.

Event description:
It was reported that the pt developed an apoplexia caused by thrombus one and a half days after an af-persistent procedure. The primary catheter achieved the intended clinical endpoints. The ablation was completed using only the primary catheter. Time per ablation lesion: generator set to 120 seconds, catheter had been moved more or less continuously during the 120 seconds. No specific device related complaint is related to this event. In spite of multiple attempts, no pt's current health status has been provided.